Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6). Upon review, it was found that the patient's right ventricular lead was exhibiting noise over-sensing resulting in high ventricular rate episodes. It was then noted that the lead also previously exhibited episodes of under-sensing. The patient was brought into clinic and programming changes were made. The patient was stable.